Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported via social media that the patients device become dislodged. The patient underwent an ipg replacement procedure. No further information could be obtained.